Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case. The event history log was reviewed and there was a check clutch error in the history. Occlusion tests were performed and the reported issue was able to be duplicated. The timing plates were not set properly in the plunger head and the clutch half's would not grip the lead screw tightly. This issue was caused by the customer's incorrect assembly of the device. The timing plates were reset and the clutch's halves left and right with lead screw and spring were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel coarse error during occlusion test. There was no reported adverse event.